Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit (pc) boards were replaced and returned for investigation. The received logs confirmed the reported failures on 2022-11-30. The investigation revealed that the retuned parts passed all tests without any discrepancy when they were connected to a test ventilator. The expiratory tidal volume could be read during the ventilation test using a test lung. The conclusion is that the reported failure could not be reproduced during our investigation. The root cause could not be determined since the reported problem could not be reproduced.